Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had two incidents of the battery being full and the insulin pump shutting off with no warning. The customer was taken to the emergency room. They tried to change the battery and insulin pump did not turn on. The insulin pump alarmed motor error alarm and no delivery. Customer's blood glucose level was over 400 mg/dl. The screen was frozen. The insulin pump was removed since tuesday morning. The insulin pump was chipped in the reservoir opening. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and dat at 0.08760 inches. Insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted. No motor error or excessive no delivery alarm noted. Motor passed motor test. No frozen screen noted. However, insulin pump was received with intermittent button response due to flattened act button dome switch. The keypad connector on lcd is locked properly during visual inspection. Insulin pump was received with partially broken reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained back address label and minor scratched lcd window.